Event description:
It was reported that on (B)(6) 2024 the patient presented in clinic reporting syncope and stabbing chest pain. Loss of right ventricular capture was observed on the right ventricular (rv) lead. A plan was made to revise the rv lead. The rv lead was explanted and replaced. The patient was stable following the procedure.

Manufacturer narrative:
The reported events were cardiac perforation and failure to capture. As received, a complete lead was returned in one piece. The reported event of failure to capture was not confirmed. Visual and x-ray examination of the lead did not find any anomalies with the exception of procedural damage. Complete x-ray examination and electrical testing of the lead did not find any indication of conductor fractures. Electrical testing found an internal short between the inner coil and outer coil conductor paths and destructive analysis found the inner insulation was breached/damaged at the extraction tie down region due to procedural damage. After cutting the lead, cleaning the distal portion of the lead and applying torque directly to the inner coil, the helix was able to extend and retract. The measured full helix extension length was within specification. The tip stiffness test was performed and all results were within specification.